Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was inoperable due to not charging. The patient had not charged the ipg in over a year. The patient underwent surgical intervention where the ipg was replaced with a new one which resolved the issue.